Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement of 125 ohms. It was noted that the shock impedance measurements have historically been approximately 100 ohms with some variability both above and below this historical baseline but no gradual rise has been observed. The boston scientific field representative indicated they will program the upper shock impedance alert limit to 150 ohms. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported.